Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient's scs system lead was exhibiting high impedance which caused the patient not to have effective treatment for her pain. Surgical intervention may be taken to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2018 wherein patient¿s scs system was explanted.